Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. Additional related observation(s) by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction(s): d4. Lot number was updated to: k14230928 0604.